Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) /2025, it was reported that the patient was at school, the patient¿s cgm was reading 68 mg/dl. No bg meter reading was taken for comparison. The patient was wearing an omnipod insulin pump. The patient¿s parents and school nurse were also notified of the patient's cgm value via the dexcom follow app. The patient¿s parents called the patient and advised him to go see the school nurse. He was experiencing dizziness, lightheadedness, and ¿cognitive disorientation¿. Once the patient arrived at the school clinic, the patient was given apple juice as treatment prior to a bg meter reading being taken. At an unspecified time after treatment, the patient¿s bg meter reading was 300 mg/dl and the cgm value at the time was reportedly ¿unavailable or inaccurate due to sensor calibration issues¿. The sensor was eventually replaced. There was no documentation of any medication or treatment being provided to the patient for the bg meter reading of 300 mg/dl. Since the patient was disoriented during the event, and the patient¿s parents were not present, there are limited details they can provide regarding the event. Approximately 1-2 hours later, the patient¿s bg level stabilized (no specific value was reported) and the patient was feeling better. He was cleared to resume school activities. Ems was not called. The patient was ¿fine and stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.